Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 occlusive cuff due to unspecified reason. Additional stated that the patient experienced recurring incontinence due to a leak in the cuff. There was also tried and not used cuff due to a break caused by the incision needle. The patient condition following procedure was good.